Manufacturer narrative:
The device was manufactured from july 12, 2019 - july 15, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused during infusion. The reporter stated that the expected therapy time was 48 hours. The device had been filled with fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.